Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a review of the black box data showed frequent replace battery alarms. A visual inspection of the pump showed that the battery compartment was cracked and there was evidence of corrosion in the battery compartment. The pump¿s current draws were found to be high. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture damage was found on the printed circuit board; casing the short battery life. Unrelated to the complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.